Event description:
During creation of geometry following insertion of the tacticath and an afocus ii catheter through the agilis sheath st segment elevation was noted and an angiography revealed an occlusion of the right coronary artery. The air was aspirated and the st segment returned to baseline. The ablation procedure was cancelled and a follow up MRI revealed no air was observed in the patient. The patient left the hospital on (B)(6) 2018.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. A tacticath quartz 75 was then inserted into the sheath and the sheath was retested; the sheath passed pressure and aspiration leak testing with no anomalies. However, microscopic inspection revealed a tear on the visible surface of the proximal seal, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the tear is consistent with damage during use. Do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.